Event description:
Physician performed a hysteroscopy thermal ablation. Upon completion of 8 minute ablation cycle the physician examined the pt and noticed a 1 inch x 1/4 inch burn on posterior vagina. Physician placed silver sulfadiazine cream on site. During procedure thermachoice machine beeped for low heat several times, but never errored out and shut off. The physician aware of machine notification.